Event description:
It was reported that at device change-out, insulation abrasion was observed on the pace/sense trifurcation and just above the svc coil. All electrical measurements were normal. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis found a short from the rv cable to the ICD. External insulation abrasion was noted at 40.1cm to 42.3cm from the distal tip, over the rv cable lumen, consistent with friction to the ICD can. The etfe insulation was abraded in this location. Consequently, all the rv cable filars were fractured.